Event description:
Hosp reported that while using the sims resuscitator, the resuscitator came apart: mask to elbow, oxygen tubing from the manometer port of the elbow, elbow to valve housing and oxygen connector assembly to the resuscitator. Reportedly, there has been two incident with no reported harm to patients.